Event description:
The femoral trial and femoral implant did not match the cut bone. They appeared to be larger than the cut bone. Conversion to an alternate implant system occurred intraoperatively. This led to increased surgery time and pain for the patient.

Manufacturer narrative:
The femoral trial and femoral implant did not match the cut bone. They appeared to be larger than the cut bone. Conversion to an alternate implant system occurred intraoperatively. This led to increased surgery time and pain for the patient. Review of the device history record indicates that the device was manufactured to specification.